Event description:
Additionally, healthcare professional reported "rippling."

Event description:
Healthcare professional reported left side rupture. Additionally, healthcare professional reported "rippling." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation:analysis of the returned device identified: broken shell and underweight. A visual and microscopic analysis was performed which identified: observed 40 mm dark patch edge material inside gel device, opening crease sharp on radius, wear abrasion, creases fold and stress marks. Base on the device analysis the final assessment is: an opening crease sharp on anterior assessed as fold flaw opening

Event description:
Healthcare professional reported left side rupture. Additionally, healthcare professional reported "rippling." Device has been explanted.